Event description:
It was reported from the orthopedic unit that; the IV tubing set disconnected from the silicone portion above the pump during an infusion of toradol and medication leaked on the floor. The medication was not infused to the patient. There was no impact to the patient.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the IV tubing set disconnected from the silicone portion above the pump and medication leaked on the floor. Additional information requested, but was not received.

Manufacturer narrative:
Continued from d11-100ml baxter bag lot p394718 exp jan21, 0.9% sodium chloride injection additional information added to: d4,d10, d11,& g5. Correction; h.6. (Patient code). The customer¿s report that the tubing disconnected was confirmed as cut/torn silicone tubing at the upper fitment. The set was inspected for kinks, holes/tears in the tubing or damages to the components. The o-ring retainer was still secure around the upper portion of the silicone tubing and upper fitment nipple, with the rest of the tubing torn away. The report that tubing disconnected was identified as torn silicone tubing at the upper fitment. The inner diameter of the silicone tubing measured within specification(s). The root cause of the torn silicone tubing was not identified.

Event description:
It was reported from the orthopedic unit that the IV tubing set disconnected from the silicone portion above the pump during an infusion of toradol, and medication leaked on the floor. The medication was not infused to the patient. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.